Event description:
User advanced the device through endoscopy to desired position while found out the needle cannot be retracted into sheath completely. User then changed to another same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? No. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas. Please describe the size of the intended target site. 2cmx1.5cm. What is the endoscope manufacturer and model number that was used with this device? Olympus gf-ue160-al5 was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. Was needle penetration of the targeted site difficult? No. Was the stylet in place inside the needle when advancing into the targeted site? Yes. How many biopsies were obtained with use of this needle? 1. Did any section of the device detach inside the patient? No. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure.

Manufacturer narrative:
510(k)#: k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This follow up MDR is being submitted to capture the lab evaluation: complaint device was returned and evaluated on 04-mar-2022: visual inspection: - device returned with needle tip slightly exposed. - distal end of the needle examined and kink observed at the notch. - stylet not returned. Functional inspection: - sheath extender advanced and retracted with no issue. - needle advanced with no issue, but wasn't able to retract fully into the sheath.

Manufacturer narrative:
510(k)#: k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the (B)(6) 2022.

Manufacturer narrative:
510(k)#: k142688. Device evaluation: 1 unit of lotc1840555 of echo-hd-22-c was returned opened in the original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 04 march 2022. A distal kink was observed at the notch document review including IFU review: prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-c of lot number c1840555 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1840555. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿ there is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). Image review: n/a. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the lesion, it is possible the actual lesion was hard leading to the distal end of the needle to kink another possible root cause could be attributed to the difficult target site. Summary: complaint is confirmed as failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.